Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil, protrudes from the end of the fallopian tube segment") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neurofibromatosis, hypothyroidism, hashimoto's disease and dysfunctional uterine bleeding. Concomitant products included cholecalciferol (vitamin d), levothyroxine sodium (synthroid) from 2000 to 2015 and naproxen. In 2010, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal distension ("bloating"). On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle"). In august 2010, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary incontinence ("bladder leakage"). The patient was treated with oxybutynin, surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache and abdominal distension outcome was unknown, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and urinary incontinence had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion essure coils placed and photo-documented with three to five coils in the intrauterine cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems/changes, dysmenorrhea, fatigue, hair loss,migraines /headaches, pain, bloating. On (B)(6) 2018: medical record- essure coil, protrudes from the end of the fallopian tube segment was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil, protrudes from the end of the fallopian tube segment") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neurofibromatosis, hypothyroidism, hashimoto's disease and dysfunctional uterine bleeding. Concomitant products included cholecalciferol (vitamin d), levothyroxine sodium (synthroid) from 2000 to 2015 and naproxen. In 2010, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal distension ("bloating"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle"). In august 2010, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary incontinence ("bladder leakage"). The patient was treated with oxybutynin, surgery (hysterectomy with unilateral salpingectomy) .essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache and abdominal distension outcome was unknown, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and urinary incontinence had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2010: total bilateral occlusion essure coils placed and photo-documented with three to five coils in the intrauterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil, protrudes from the end of the fallopian tube segment") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2000 and fatigue. Concurrent conditions included neurofibromatosis, hypothyroidism, hashimoto's disease and dysfunctional uterine bleeding. Concomitant products included levothyroxine sodium (synthroid) from 2000 to 2015, naproxen and vitamin d nos (vitamin d). In 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle/dysmenorrhoea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and urinary incontinence ("bladder leakage"). The patient was treated with oxybutynin and surgery (hysterectomy full with unilateral salpingectomy and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache and abdominal distension outcome was unknown, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, fatigue and urinary incontinence had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: essure coils placed and photo-documented with three to five coils in the intrauterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: outcome of the fatigue was updated to resolved. On 9-nov-2018: same source document was received, no new clinical information received. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.